Event description:
During the warming phase of the ivtm therapy, the thermogard xp ivtm system (B)(6) displayed a tcmid:06 (ce post failure) error. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (B)(6) displayed a tcmid:06 (ce post failure) error was confirmed during the functional testing and the archive data review. The technical investigation revealed that the wire harness to pic 16 cable 18 was slightly burned, resulting in the reported tcmid:06 error. The most probable root cause of the burnt cable was moisture diffusing into the system and vibration during use, causing contact arcing. The thermogard system was manufactured in 2017 and is over six years old. Upon visual inspection, no physical damage was observed. The event log review indicated a tcmid:06 error, confirming the reported complaint. Unrelated to the reported complaint, further archive review indicated a tcmid:05 (coolant diff failure) error, likely attributed to the burnt cable. During functional testing, the thermogard system did not pass the power-on self-test and displayed a tcmid:06 error, confirming the reported complaint. The cooling engine wire harness assembly was replaced to address the reported tcmid:06 error. Following service, the thermogard xp ivtm system passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with (B)(6).